Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) connected with the customer and found that monitor display was off. To resolve this issue, rse asked the customer to reseat the power cable, dvi receiver, and signal cable. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor was not booting. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.